Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. A crack was noted on the hub of the device, confirming the damage. The reported inflation issue was confirmed to be due to the cracked hub. It is likely that rotator on the syringe or flushing device was over-tightened causing the sidearm to crack at the threads. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, vessel graft, the armada 35 could not be inflated as there was damage to a port. The device was removed and a different balloon catheter was used without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.